Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pacemaker induced cardiomyopathy. The device remains in use and a ventricular assist device was implanted. No further patient complications have been reported as a result of this event.